Manufacturer narrative:
Investigation - evaluation: a review of the complaint history, functional test, device history record, documentation, manufacturing instructions, quality control and visual inspection of the returned device was conducted during the investigation. The customer returned the device for evaluation. The device was examined using a microscope. Examination revealed that the epoxy separated from the crystal; epoxy is present on one side of the crystal and not the opposite side. A green residue material was observed on the crystal and a yellow / cloudy appearance where the epoxy is attached. There are no signs that this cuff was detached prior to shipment or that this device was not manufactured to current specifications. The device was functionally tested using a doppler monitor; an audible pulse signal was verified on the probe. A document based investigation evaluation was also performed. There is no evidence to suggest the product was not made to specifications. Review of device history record shows no nonconforming events which could contribute to this failure mode. Based on the information provided, examination of the returned product and the results of our investigation, a definitive root cause could not be determined; however, measures have been initiated to address this failure mode. This report accounts for one of three events reported by the user facility; reference MDR numbers 1820334-2016-01327, 2522007-2016-00008 and 2522007-2016-00009 for all associated reports.

Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
It was reported that after insertion, the probe detached itself in the patient as we were waiting to go to recovery after having worked fine for a while. . The patient did require additional procedures due to this occurrence. Patient was returned to surgery to reopen surgical wound to identify if problem existed. Doppler probe removed. A section of the device did remain inside the patient¿s body. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence except more theatre time spent reopening wound.